Manufacturer narrative:
One catheter hub was returned for review. There was approximately 2 mm of the strain relief attached to the base of the hub. Based on the evaluation of the edges of the strain relief, it appears the strain relief was cut. The most probable cause for the detached tubing was due to an event within the user environment. Possibly a sharp instrument was utilized during the procedure that resulted in the separation of the tubing from the strain relief.

Event description:
On (B)(6) 2021, a female patient with initials hmc and date of birth (B)(6) 1950, (70 years old), had an argon arterial line placed. On (B)(6) 2021, the art line quit recording. Upon removal, it was noted that a portion of the catheter was missing. Using the ultrasound machine, the resident saw the remaining portion of the catheter within the lumen of the radial artery. Vascular surgery states the patient is to unstable for operative intervention. As of today, the hand is stable with ulnar artery patent. Hand shows some improvement in discoloration of fingertips.

Manufacturer narrative:
Sample was returned for evaluation. A follow-up report will be submitted once a review of the sample has been completed.

Event description:
On 5/6/21, a female patient with initials hmc and date of birth 6/7/1950, (70 years old), had an argon arterial line placed. On 5, the art line quit recording. Upon removal, it was noted that a portion of the catheter was missing. Using the ultrasound machine, the resident saw the remaining portion of the catheter within the lumen of the radial artery. Vascular surgery states the patient is to unstable for operative intervention. As of today, the hand is stable with ulnar artery patent. Hand shows some improvement in discoloration of fingertips.